Event description:
It was reported to the aci rep that a mynx cadence closure device 6/7f was used in an interventional procedure (B)(6) 2012. Pre-procedure femoral angiogram noted calcium within the vicinity of the puncture site. It was reported that during pullback, the balloon lost pressure. The physician converted the pt to 20 minutes of manual compression, and hemostasis was successfully achieved. No further info was provided for this report.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.